Manufacturer narrative:
Clinical factors that may have contributed to the reported event and related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed a rise in power consumption on the reported event date, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient is a (B)(6) male who had a heartmate ii I on the left and was being supported by a levitronix device on the right that was failing. They implanted an hvad in the right atrium. Power rise noted soon after implant and confirmed with log files. Surgeon tried to washout the pump which was not successful. Another surgeon exchanged the pump on (B)(6) 2016 with new hvad.